Event description:
Procedure type: hernia. Reportedly, the structural balloon would not inflate as distal ring on end of trocar kept slipping off. Another omst10sb was opened and problem was resolved. No pt injury was reported.

Manufacturer narrative:
.